Manufacturer narrative:
This report is being supplemented to provide additional information based on customer provided cleaning process, and the legal manufacturer's investigation. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed it with clean lint-free cloths, brush, or sponges. Lastly, they flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the bending angle in up direction does not meet the standard value, due to wear of angle wire; the play of upward/downward (u/d) knob was out of the standard value, due to wear of angle wire; the bending section cover (a-rubber) adhesive was chipped and had a white-clouded area; the universal cord was wrinkled; there were scratches on the electrical contact of endoscope connector, image guide (ig) protector, and switch 1 (sw1); and the paint on suction cylinder (s-cylinder) was peeled. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastointestinal videoscope had defective air/water supply. During evaluation, the following reportable issue found the nozzle was clogged with foreign object. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.